Event description:
A valiant stent graft was implanted in a patient for the emergent endovascular treatment of a thoracic aortic rupture. A 4.5 cm in diameter thoracic dissection was reported with a true lumen diameter of 27 mm and a false lumen diameter of 18 mm. The site of the entry tear was in the proximal descending aorta greater than 2 cm distal to the lsa and extended to the infrarenal abdominal aorta. The right and left iliac arteries were 10 and 9 mm in diameter, respectively. The access vessel had mild tortuosity and no calcification. The aorta had no tortuosity. There was no mural thrombus present in the landing zone. The valiant stent graft was implanted in zone 2, intentionally covering the left subclavian artery. It was reported that twelve days post index procedure the patient was hospitalized for coughing and chest pain near the incision site of the chest tube placed during surgery. The patient was given medication and recovered two days later. The investigator assessment states that this event was found to be related to the study procedure but not the study device. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product.

Manufacturer narrative:
(B)(4). Evaluation, results: unapproved use of device (pre-op rupture), patient's condition affected effectiveness of device (pre-existing condition; pre-op rupture and dissection). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (pre-existing condition; pre-op rupture and dissection), user error contributed to event (pre-op rupture).